Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: a review of the pump¿s black box history and alarm history showed frequent low battery warnings and replace battery alarms. During investigation, the pump¿s electrical draws were tested and found to be within required specifications. Investigation was able to confirm the issue in the pump¿s history but unable to reproduce the battery life issue during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.